Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the procedure, the helix would not extend properly and the stylet would not advance in the lead. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and visual summary analysis of the lead indicated stretching. The distal conductor was extrinsically distorted due to kinking/buckling, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.